Event description:
It was reported that the right ventricular (rv) lead exhibited a high capture threshold and loss of capture as a result of dislodgement. No additional adverse patient consequences were reported.